Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was met during the cartridge loading process and the cartridge septum was damaged. Multiple syringes were used. Customer completed the loading process using another syringe needle. Customer's blood glucose was within range (value not provided).